Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming testing) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation the lead 1- wire was cut causing the electrode belt ECG "c" cable to fail. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.